Event description:
Customer complaint alleges "the connection between the aquapak and the oxygen manometer failed. A leak occurred because the ring is too soft and gets folded". It was reported there was no consequence for the patient and no desaturation occurred.

Manufacturer narrative:
(B)(4). One empty 340 ml water bottle (lot 19b559) of product code 003-40f with an adaptor was received for evaluation. The water bottle arrived with the trigger completely detached. The number "30" was embossed in the plastic of the bottom of the water bottle. The adaptor had a sleeve around the whistle area. The adaptor number "38" was embossed in the plastic inside of the adaptor body. Unrelated to the complaint: a sticky adhesive like tape residue was present on part of the bottle; half of the bottle's label was absent as if removed by pulling tape; and a bottom-front corner of the bottle was dented. No other visual defects were observed. The bottle was filled about halfway with water. The adaptor body made a stable connection to the bottle. Using a standard-to-metric adaptor, the water-bottle/humidifier-adaptor assembly was connected to the flowmeter. The adaptor snap cap made a stable connection to flowmeter. The flowmeter was set to 2 liters per minute (l/min) and bubbles were observed in the bottle. The connection was stable, and no air leakage was detected. A manual whistle test was performed. The flowmeter was set to 2 l/min and adaptor placed in nest. The handle was pulled down, and the adaptor whistled at about 10 psi. The part passed the test. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "the connection between the aquapak and the oxygen manometer failed. A leak occurred because the ring is too soft and gets folded". It was reported there was no consequence for the patient and no desaturation occurred.